Manufacturer narrative:
(B)(4).

Event description:
A report was received that one day after being implanted the patient's ipg would not communicate with the remote control. The patient underwent an ipg replacement procedure. The physician did not suspect device malfunction as the ipg functioned properly at the end of the implant procedure. The device was returned and the complaint the ipg would not communicate with the patient's rc was confirmed. The analog ic (aic-u1) was damaged. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The root cause of the aic-u1 damage is unknown.